Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the unspecified strip lot. (B)(4). Device will not be returned.

Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 5 minutes: 28.0 mmol/l (mobile system) and 8.0 mmol/l (professional meter). Reading occurred with two different test cassettes. Customer is not sure which test cassette was used during comparison tests. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available.